Event description:
It was reported by the clinic, "during the ablation of the implants of a tibial osteotomy, 2 screws out of 4 fractured and were left in the patient. Problem to come for a future knee surgery."

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.